Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found the device in backup vvi. The cause of backup was from code corruption due to multiple bit flips.

Event description:
This report is to advise of an event observed during analysis.